Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('bad pain/ essure removed for causing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required) and abdominal pain ("bad cramps"), 1 year after insertion of essure. The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and medical device pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: 'bad pain/ essure removed for causing pain', bad cramps. Quality-safety evaluation of ptc: unable to confim complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bad pain/essure removed for causing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("bad cramps"), 1 year after insertion of essure. The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confim complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.